Event description:
Mandibular plate implanted in 2006 for a 60mm defect resection case, no graft was used. Plate found broken and removed in 2007.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. There are warnings in the package insert that state that this type of event can occur, if a graft is not used. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.